Manufacturer narrative:
Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an impella cp device was inserted into the right femoral artery in a 68-year-old female patient with a past medical history of coronary artery disease (cad), presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage d shock, on an intra-aortic balloon pump (iabp), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During the procedure, after removing the peel-away sheath and placing the repositioning sheath, and angiogram was performed. The sheath was occlusive in the common femoral artery (cfa). The physician decided to place an antegrade sheath and a retrograde contralateral sheath. The side ports connected to form an external fem-fem bypass. The arteries were calcified and required a percutaneous transluminal angioplasty (pta) in the common iliac artery, in order to advance the 25 cm sheath and the pump. The post-procedure outcome is unknown. Limb ischemia is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
This pump was discarded at explant after transfer to another facility. (B)(6).

Manufacturer narrative:
D6b explant date provided.

Manufacturer narrative:
Updated information: d1 brand name updated. H6 component code changed from g04105 to g07003. The investigation for ischemia has been completed. The root cause of the injury was unable to be determined due to insufficient clinical details.